Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the delivery accuracy test at 0.08770 inches. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of hospitalization. The customer's blood glucose was 215 mg/dl at the time of call. The caller stated that the customer given insulin to treat the blood glucose. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller performed high pressure test and the insulin pump did not alarm during test. The caller was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.